Event description:
It was reported that the intraocular lens (iol) was explanted after approximately one week because the lens power was too low for the patient. A higher lens power lens was implanted of the same model. No patient injury was reported.

Manufacturer narrative:
Device code: intraocular lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.